Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 01may2025. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device cap fell off during the procedure. The customer was able to recover the cap and complete the procedure successfully. The issue occurred during sedation for use for an endoscopic retrograde cholangiopancreatography procedure that was completed with the same device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is to provide a correction to the previous report submitted corrected field h6 component code. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation although the device was not returned, the reported failure was confirmed. The likely cause of the reported failure was due to the cut, tear, or fracture of a component, object, or material into two or more pieces (including shear). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.